Manufacturer narrative:
(B)(6).. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set ran slowly. The set was used with a sigma pump. The customer reported that half hour infusions would take an hour and that two-hour infusions would take two and a half hours. This event occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.